Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 575cc , serial number (B)(4), lot number 5576590, catalog number 3501690. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 575cc and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/05/18, it was reported to mentor that the facility name is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/05/2018, it was reported to mentor that the date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced pain on the right breast. The patient experienced ptosis on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2019 , it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases extending to both views. A rent was discovered within one of the creases on the anterior view measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/19, it was reported to mentor that the date received by manufacturer was 2/26/2019. The actual date was 2/27/19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the ptosis code was removed on the left breast implant. The ptosis and wrinkling codes were removed from the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had a history of hypomastia. The right breast implant was completely deflated. The patient had ptosis grade I and rippling. The replacement devices were gel mentor memorygel breast implant 600cc. The left breast capsule had developed a significant contracture and it actually calcified. The left breast implant was intact. The patient tolerated the procedure well. The patient was in a stable condition after the surgery. The correct serial number for the right device is (B)(4). Concomitant product: saline mentor smooth round moderate profile 575cc , serial number (B)(4), lot number 5576590, catalog number 3501690. (B)(4).

Manufacturer narrative:
On 11/26/2018, it was reported to mentor the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/20/2019, it was reported to mentor that the capsular contracture on the left breast implant was baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases extending to both views. A rent was discovered within one of the creases on the anterior view measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).